Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
(B)(4).

Event description:
This lead was repositioned due to non-capture. P waves dropped to 0.4mv at the pre-discharge check. This lead had dislodged and it was repositioned successfully. There were no adverse patient events reported.